Event description:
If "field-size-defined-at distance" is not the same as the "mlc reference distance" in the mlc file, then the mlc will be scaled incorrectly. The displayed dose is based on the incorrect port shape and does not reflect the dose that would be delivered by the leaf settings provided. This error occurs only when using the "optimize" feature of focus where mlc's are generated automatically. If the mlc is generated within" edit plan", there is no problem.